Event description:
A balloon burst during dilatation of the femoral artery. The vessel was calcified. Hand inflation was done therefore pressure was unk. Procedure was terminated by another balloon catheter. There were no adverse effects to the pt. This product has been returned for eval and testing, however the engineer's report is not yet complete.